Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 6mm monopolar cautery instrument for failure analysis investigation. The instrument was analyzed and was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed energy delivery testing in various hook tip orientations. The instrument also passed the electrical continuity test. After the energy delivery test, thermal damage was observed. Additional observations not reported by site that are not related to t customer reported complaint: the instrument was found to have abrasions to the tube adapter. The instrument was found to have one of the electrical contacts to be broken. A piece approximately 2.25mm x 0.8mm in size was missing and n returned with the instrument. The instrument passed the electrical continuity test. Initial fa was confirmed, the instrument was found to have broken electrical contacts. When looking into the instrument tube adapter, there appears to be some dark discoloration, potentially charring from thermal damage. An additional finding not reported in the complaint; the instrument's tube adapter appears to have a crack. There do not appear to be any missing pieces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 6mm monopolar cautery instrument had no energy. The customer reseated the instrument, changed the energy cord, checked the sheath, checked the instrument tip, and the issue still remained. The customer replaced the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no fragments that fell into the patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material.